Event description:
Pieces of metal shavings from a trapeze mounting screw allegedly fell into the eye of a bariatric pt while transferring. Treatment involved surgical removal of the shaving from the eye.

Event description:
Pieces of metal shavings from a trapeze mounting screw allegedly fell into the eye of a bariatric pt transferring. Treatment involved surgical removal of the shaving from the eye.